Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device broke intra-operatively and was not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit and a screw broke during a metatarsophalangeal (mtp) fusion procedure on (B)(6) 2016. The broken pieces of both devices were recovered with no harm to the patient. The surgery was satisfactorily completed with an approximately 10 minute surgical delay. This complaint involves two devices. This report is 2 of 2 for com-(B)(4).